Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to see her diabetes specialist and he changed her rates. Customer was hospitalized on (B)(6) 2014 with a blood glucose level over 1000 mg/dl. Customer was hospitalized for a diabetic coma. Customer was wearing the pump at the time of hospitalization. Customer was found by her friend, who then called 911. Somewhere along the admittance to the hospital, customer was taken off the pump. Pump was put back once the customer left the hospital. Customer stated that she forgot to change the insulin in her pump. Customer was assisted with changing the rates. No further assistance needed.